Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a perforation in a saphenous vein graft (svg) to the right coronary artery. A 3.5x16mm graftmaster rx stent delivery system was advanced toward the target perforation and failed to cross due to the anatomy. The device was removed. Imaging was re-performed and the perforation had sealed itself so the procedure was ended. No additional information was provided.